Event description:
A customer contacted beckman coulter inc. (Bec) stating that two different unicel dxh 800 coulter cellular analysis systems (serial #s (B)(4)) generated falsely low platelet (plt) results since installation of the instruments in (B)(6) of 2010. Fifteen (15) patients, analyzed over the course of several days, on the two instruments, were provided by the customer to demonstrate this issue. No erroneous results were reported out of the laboratory. Platelet estimates were performed as verification and yielded higher plt results, with giant and/or large platelets noted for some of the patients. This report documents the dxh 800 instrument serial # (B)(4) and the one (1) patient sample result generated on (B)(6) 2011. No instrument flag was generated on the patient sample; however a message was generated. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Specimen collection and storage information were not provided by the customer. Controls were run before the events and were recovering with qc specifications. Interlaboratory quality assurance program (iqap) does not show any plt accuracy or precision problems for either dxh 800 instrument. Service was not dispatched for the related events. Onsite applications support was provided to review data. Plt decision rules have been implemented in an effort to identify any potential erroneous plt values. Root cause is unknown. However, the patient samples contained giant platelets which are known interferences for the plt parameter. Per bec labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. This report is related to the following mdrs that are being reported on different dates and on different instruments for the similar events that occurred at this customer site: dxh 800 serial # (B)(4) 1061932-2011-01889, 1061932-2011-01890, 1061932-2011-01891, 1061932-2011-01892, 1061932-2011-01893. Dxh 800 serial # (B)(4) (same instrument documented in this report) 1061932-2011-01894, 1061932-2011-01895, 1061932-2011-01897, 1061932-2011-01898, 1061932-2011-01899, 1061932-2011-01900, 1061932-2011-01902, 1061932-2011-01903.